Manufacturer narrative:
The actual complaint device is currently being returned to conmed for evaluation. Once the investigation of the returned sample has been completed, a supplemental report will be filed.

Event description:
It was reported as "seal failure". The report indicated that two devices of the same lot number were found to exhibit "seal failure." Report number: 1320894-2009-00110: first device.